Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. A review of the device data logs confirmed the occurrences of the error messages (sf74 and sf218). The evaluation determined that the error messages were due to a calibration issue. The device was recalibrated to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages related to a software and main board issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 74 and 218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf74 and sf218) related to a software and main board issue. There was no patient injury reported as a result of this incident.